Manufacturer narrative:
Four (4) actual samples were received for evaluation attached to solution bags and vials. Visual inspection was performed, and revealed particulate matter in three (3) of the returned samples. Particulate matter was found in one vial and two of the solution bags. The particulate matter appears to be stopper material from the vial. Functional testing was performed on all four returned samples, and the vial mate adapters were found to operate as expected. The reported condition was verified for three of the returned samples. The cause of the condition was not determined. A nonconformance has been opened to address this issue. No particulate matter was found in the fourth sample. The reported condition was not verified for this sample. The remaining samples were not received; therefore, a device evaluation could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
These events occurred in the timeframe of (B)(6) 2018. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) incidents of coring when using a vial-mate adaptor. The cored material would be observed in the vial or in the solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.